Manufacturer narrative:
B3 (date of event) was corrected. B5 (describe event or problem) was updated/corrected. D4 (suspect medical device, brand name, model #, catalog #, lot number, and unique identifier (UDI) #) were all updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported problem of "saline leaking from the catheter" was confirmed during the visual and functional testing of the returned catheter. The leak was observed at the proximal lumen tubing, which was completely damaged, torn/ruptured as received at zoll. The rupture seemed consistent with a high-pressure introduction; however, the reporter claimed that the customer only used an infusion pump for delivering medication, and no pressurized device was used. Therefore, the root cause was not conclusively determined. Visual inspection of the returned catheter revealed the proximal infusion lumen tubing was completely damaged. The tubing was torn/ruptured at the distal end of the proximal luer port. The tear was measured 8cm in length through the tubing. Blood residue was observed on the balloons and in the luered tubings. No other physical damage was observed on the catheter. During functional testing of the returned catheter, all infusion ports and lumens were flushed without resistance, except the proximal infusion luer port due to the tear in the tubing, and the medial luer port due to the blood clogged inside the tubing. During flushing the catheter, a leak was observed from the proximal luered tubing due to the tear on the tubing, confirming the reported complaint. A functional pressure leak test was performed to check the integrity of the balloons. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated. Upon pressurizing to 100 psi, no leakage was observed from the balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous complaint reported for quattro catheter with lot number 182258.

Event description:
The quattro catheter (lot # 182258) was used in ivtm therapy to provide post-resuscitation treatment to a patient. The customer is a frequent user of ivtm and applied an infusion pump for delivering medication. During the treatment, there was a noted loss of saline. However, there was no visible evidence of saline on the console, patient bed, or floor. After performing a catheter leak check per zoll instructions for use (IFU), the customer observed saline leaking from the catheter. The customer did not provide any further information regarding the details of the incident. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The icy catheter (lot # unknown) was used in ivtm therapy to provide post-resuscitation treatment to a patient. During the treatment, there was a noted loss of saline. However, there was no visible evidence of saline on the console, patient bed, or floor. After performing a catheter leak check per zoll instructions for use (IFU), the customer identified saline leaking from the catheter. The customer did not provide any further information regarding the details of the incident. The patient's status information was requested, but the customer did not provide a response.